Event description:
On 03/02/2009, abbott point of care was contacted by a customer who reported an I-stat eg7+ cartridge yielded a hemoglobin result of 7.5 g/dl. The same sample tested using a laboratory system yielded a result of 9.7 g/dl. The patient was given a transfusion (packed red blood cels) based on the I-stat result. Additional patient and sample information was unavailable at this time.

Manufacturer narrative:
.